Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Please note that per the instructions for use, the minimum recommended size delivery system for use with a 26 mm amplatzer septal occluder is an 10 f. Based on information received, a 12f sheath was used to deliver the device which may have contributed to the reported event of deformity. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2024, a 26mm amplatzer septal occluder was chosen for implant using a 12f non-abbott sheath. During procedure, it was noted that the device had a cobra deformation. The physician retrieved and redeploy the device, but the deformed shape persisted and they retrieved the device back. The procedure was terminated. There was no kink noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no delay in the procedure. The patient was reported stable.